Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-00011 and 2015691-2021-00012. Per preliminary engineering observations of the returned device, there were no visible bent struts on the inflow side of the expanded valve. The valve profile appeared to be normal and all of the struts that were exposed through the skirt valve were able to be deployed. The bent strut corrected after deployment.

Event description:
Per preliminary engineering observations of the returned devices, the esheath was found to have a strain relief puncture. A bent strut was observed on the inflow side of the valve. Per the field clinical specialist (fcs), during a subclavian tavr procedure for a 26mm sapien 3 ultra valve, the esheath was placed in the usual fashion for a trans-axillary case.  During insertion, the valve and commander delivery system  would not advance past the anastomosis of the conduit to the ascending aorta, resulting in the e-sheath migrating back into the subclavian. The physician tried to advance everything forward into the ascending aorta and continued to have resistance and the e-sheath then kinked. It was decided that due to the force and kink to remove the entire sheath and system.  The physicians looked at the anastomosis and found that it was ruptured so a vascular surgeon had to come in for the repair and a second try. They advanced the second esheath into the ascending aorta just above the native valve to provide more support for advancement of valve and delivery system. The esheath was preloaded with rotoglide to help slide the system through, then introduced a new valve and ds. The same resistance as before was experienced in the same location.  The physician felt the vessel was too small and the device would not advance. It was then noted that the vessel was starting to split and again the conduit detached from the anastomosis; the second valve, delivery system, and esheath were removed. The vascular surgeon then repaired and closed the trans-axillary approach. The team reviewed the transfemoral access and decided to move forward as there appeared to be enough pannus retraction. The case was completed with success.

Manufacturer narrative:
Correction to h6 due to additional information received. The 26mm sapien 3 ultra valve was returned to edwards lifesciences crimped on the 26 mm commander delivery system with the balloon crimped and partially inserted through esheath. Review of the 3mensio imagery that was provided by the complaint site revealed: patient's access vessel (left axillary/subclavian artery) had presence of tortuosity and calcification. The returned devices were visually inspected for any abnormalities and the following observations were made: crimped valve: one (1) strut bent outward (approximately 30 degrees) at the valve inflow side. Post-expanded valve: valve profile appears slightly canted. Bent strut corrected after expansion. Leaflets were wrinkled and dehydrated due to storage condition (prolong crimped duration) during the return handling process. All struts exposed through the skirt, normal after crimping. Pierced sheath strain relief, approximately 1 inch from comnut. Minor gouges present on flex tip. A device history review (DHR) of the work orders for the manufacturing of the components most relevant to the failure mode reported in this complaint was done. The review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of the lot history revealed no other complaint for frame damaged during use. Although the complaint for frame damaged during use was confirmed, the issue has been previously identified in a product risk assessment, which captures the root cause analysis for the issue. The instructions for use (IFU) were reviewed for instructions relating to the complaint. Based on the review of the IFU and training manual, no deficiencies were identified. During incoming inspection of the components, the valve frames are: 100% dimensionally inspected, 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. After the cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging to ensure there was no damage to the valves from the handling between holder inspection and process. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. The complaint for frame damaged during use was confirmed from the evaluation of the returned valve. No potential manufacturing non-conformances were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during insertion, the valve and commander delivery system would not advance past the anastomosis of the conduit to the ascending aorta, resulting in the esheath migrating back into the subclavian. The physician tried to advance everything forward into the ascending aorta and continued to have resistance and the e-sheath then kinked.' Per imagery review, the patient's access vessel had presence of tortuosity and calcification. The presence of tortuosity can create a challenging pathway during delivery system advancement, and it can lead to resistance and high push force. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', do not overmanipulate the sheath at any time', and 'sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage.' In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance as indicated by the gouges on the flex tip. If excessive force is applied to manipulate the device, it can lead to the valve struts catching onto the sheath and resulted in the bent strut damage at the inflow. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force/excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed. No manufacturing non-conformances were able to be identified. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force/ excessive device manipulation) may have contributed to the complaint event. A definitive root cause was unable to be determined. Although no labeling or IFU/training inadequacies were identified. A product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.